Manufacturer narrative:
Through follow-up with the user facility, it was determined that the employees were wearing ppe at the time of the reported event.

Manufacturer narrative:
Through follow-up, it was determined that the user facility was a new user to the prolystical hp enzymatic manual cleaner. The prolystica hp enzymatic manual cleaner safety data sheet states, "avoid all unnecessary exposure. Personal protective equipment should be selected based upon the conditions under which this product is handled or used. Protective clothing. Gloves. Protective goggles. Wear rubber gloves or latex-free gloves. Wear chemical splash goggles or safety glasses. Wear suitable protective clothing. Work in well-ventilated zones or use proper respiratory protection. In fine dispersion/spraying/misting: wear suitable respiratory equipment." The lot history record was reviewed. No abnormalities were noted. There have been no other complaints associated with this lot. The customer stated that they could not use the proper ppe as indicated in the safety data sheet. It is likely that user error caused or contributed to the reported event. The customer has elected to discontinue use of the prolystica hp enzymatic manual cleaner. No additional issues have been reported.

Event description:
The user facility reported that 5 employees experienced headaches when using prolystica hp enzymatic manual cleaner. The employees self-treated with advil and tylenol.

Manufacturer narrative:
UDI related data quality updates only - alignment with gudid.